Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was taken by the paramedics to the hospital on (B)(6) 2015 for mild diabetic ketoacidosis. The customer was treated for the high blood glucose with IV fluids. The customer had ketones and felt symptoms of nausea. The customer was wearing the insulin pump during the emergency call to the paramedics. The customer stated that they do not feel that their insulin pump is delivering insulin as it was designed. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.